Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1377 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: enter standard text: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1377 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure device perforated through left uterine fundus"), device dislocation ("displaced essure device / migrated essure device") and embedded device ("device was gently removed from the myometrium/ the device was embedded within the mesentery along the full length of the device") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of hysteroscopy, cholecystectomy, c-section, pelvic pain female, multiparous and multigravida. Previously administered products included: depo provera, tylenol and iud nos. Concomitant products included motrin [ibuprofen] and norco (hydrocodone bitartrate; paracetamol). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1171 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required) and pregnancy with contraceptive device ("t essure device placement with subsequent pregnancy"). The patient was treated with surgery (on (B)(6) 2020 bilateral salpingectomy & exploratory laparotomy and on (B)(6) 2023 laparoscopic supracervical hysterectomy). At the time of the report, the outcome of embedded device was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 7. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device dislocation, embedded device, pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: on (B)(6) 2020: bilateral salpingectomy & exploratory laparotomy. On (B)(6) 2023: exploratory laparotomy with right salpingectomy. On (B)(6) 2023: laparoscopic supracervical hysterectomy (with in bag morcellation), cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: a presumed essure device coiled over right and central pelvis; on (B)(6) 2023: impression: 1. A linear, long segment 2.4 cm foreign metallic density and an additional 0.3 cm metallic density are noted within the right central mesentery, just anterior to the head of the pancreas and third portion of the duodenum, as detailed above. 2. A 0.6 x 0.4 cm metallic density in the region of the left uterine cornua is noted within the uterus. 3. A metallic density/clip is seen within the left dependent pelvis posterior to the uterus, measuring 0.7 x 0.3 cm. 4. A 1.0 x 0.3 cm surgical clip is noted along the anterior hepatic margin, this is indeterminate in origin; alternatively this could represent a displaced cholecystectomy clip 5. Multiple punctate foci (0.2 cm each) of high attenuation are noted in the lower pelvis, right and left to the vagina which could be related to phleboliths with tiny fragments of surgical clips cannot be completely excluded. 6. Right adnexal cyst with density slightly greater than simple fluid could represent a hemorrhagic/proteinaceous cyst. 7. Diffuse hepatic steatosis. Impression: essure is noted within the left interstitial region of the uterine fundus. A right essure coil could not be visualized [pathology test] on (B)(6) 2020: specimens: right fallopian tube, left fallopian tube, essure device for birth control preop diagnoses: undesired fertility, multiparity final diagnoses: procedure: sterilization source: right and left fallopian tubes. Diagnoses: segments of fallopian tube, complete transected lumen identified bilaterally. Procedure: removal source: essure. Diagnoses: birth control device with adherent fibrovascular tissue gross description: it is a 3.1 cm length by 0.3 cm in average diameter portion of tan-pink rubbery tissue wrapped around metal coil; on (B)(6) 2023: inal diagnoses: fallopian tube. Right. Partial salpingectomy: fallopian tubes with mild serosal vascular congestion. Focal subserosal endosalpingiosis and small focus of multinucleated giant cells engulfing foreign material consistent with dystrophic calcifications, negative for atypia or malignancy. Preop diagnoses: retained foreign body. Specimen: right fallopian tub; on (B)(6) 2023: final diagnoses: a. Essure device, removal: essure device. Gross examination only. B. Uterus, supracervical hysterectomy: fragmented uterus with inactive endometrium and unremarkable pre and postop diagnoses: pelvic pain, encounter for removal of essure gross description: specimen a: segment of metal coil measuring 3.4 cm in length and ranging from 0.2 to 0.3 cm in diameter consistent with an essure device. Scant tan soft tissue is adherent to device. Specimens: a) - bowel, essure device and b) ¿ uterus [ultrasound scan] on (B)(6) 2018: impression: findings suggesting 4 week 6 day intrauterine gestation. Viability cannot be documented at this time. No adnexal masses. Ovaries appear normal. No free fluid collection is noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: medical record received. Event medical device removal is replaced with event device migration, device embedded & uterine perforation , pregnant with essure & device ineffective. New reporter added. Lab data removal surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure device perforated through left uterine fundus"), device dislocation ("displaced essure device / migrated essure device") and embedded device ("device was gently removed from the myometrium/ the device was embedded within the mesentery along the full length of the device") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of hysteroscopy, cholecystectomy, c-section, pelvic pain female, multiparous and multigravida. Previously administered products included: depo provera, tylenol and iud nos. Concomitant products included motrin [ibuprofen] and norco (hydrocodone bitartrate;paracetamol). On 26-jul-2017, the patient had essure inserted. On 09-oct-2020, 1171 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). . On unknown date she experienced device dislocation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required) and pregnancy with contraceptive device ("t essure device placement with subsequent pregnancy"). The patient was treated with surgery (on 09-oct-2020 bilateral salpingectomy & exploratory laparotomy and on 20-apr-2023 laparoscopic supracervical hysterectomy). Essure was removed on 20-apr-2023. At the time of the report, the outcome of embedded device was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 7. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device dislocation, embedded device, pregnancy with contraceptive device and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted - on 09-oct-2020: bilateral salpingectomy & exploratory laparotomy as per mr - 11-jan-2023: exploratory laparotomy with right salpingectomy. And as per mr - 20-apr-2023: laparoscopic supracervical hysterectomy (with in bag morcellation), cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 11-jan-2023: a presumed essure device coiled over right and central pelvis; on 12-apr-2023: impression: 1. A linear, long segment 2.4 cm foreign metallic density and an additional 0.3 cm metallic density are noted within the right central mesentery, just anterior to the head of the pancreas and third portion of the duodenum, as detailed above. 2. A 0.6 x 0.4 cm metallic density in the region of the left uterine cornua is noted within the uterus. 3. A metallic density/clip is seen within the left dependent pelvis posterior to the uterus, measuring 0.7 x 0.3 cm. 4. A 1.0 x 0.3 cm surgical clip is noted along the anterior hepatic margin, this is indeterminate in origin; alternatively this could represent a displaced cholecystectomy clip 5. Multiple punctate foci (0.2 cm each) of high attenuation are noted in the lower pelvis, right and left to the vagina which could be related to phleboliths with tiny fragments of surgical clips cannot be completely excluded. 6. Right adnexal cyst with density slightly greater than simple fluid could represent a hemorrhagic/proteinaceous cyst. 7. Diffuse hepatic steatosis. Impression: essure is noted within the left interstitial region of the uterine fundus. A right essure coil could not be visualized [pathology test] on 09-oct-2020: specimens: right fallopian tube, left fallopian tube, essure device for birth control preop diagnoses: undesired fertility, multiparity final diagnoses: procedure: sterilization source: right and left fallopian tubes. Diagnoses: segments of fallopian tube, complete transected lumen identified bilaterally. Procedure: removal source: essure. Diagnoses: birth control device with adherent fibrovascular tissue gross description: it is a 3.1 cm length by 0.3 cm in average diameter portion of tan-pink rubbery tissue wrapped around metal coil; on 11-jan-2023: inal diagnoses: fallopian tube. Right. Partial salpingectomy: fallopian tubes with mild serosal vascular congestion. Focal subserosal endosalpingiosis and small focus of multinucleated giant cells engulfing foreign material consistent with dystrophic calcifications, negative for atypia or malignancy. Preop diagnoses: retained foreign body. Specimen: right fallopian tub; on 20-apr-2023: final diagnoses: a. Essure device, removal: essure device. Gross examination only. B. Uterus, supracervical hysterectomy: fragmented uterus with inactive endometrium and unremarkable pre and postop diagnoses: pelvic pain, encounter for removal of essure gross description: specimen a: segment of metal coil measuring 3.4 cm in length and ranging from 0.2 to 0.3 cm in diameter consistent with an essure device. Scant tan soft tissue is adherent to device. Specimens: a) - bowel, essure device and b) ¿ uterus [ultrasound scan] on 28-dec-2018: impression: findings suggesting 4 week 6 day intrauterine gestation. Viability cannot be documented at this time. No adnexal masses. Ovaries appear normal. No free fluid collection is noted quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.